Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in an elevated blood glucose level of above 500 mg/dl. On (B)(6) 2020, the patient was hospitalized with hyperglycemia. The blood glucose level was hi. The patient stayed on a drop and had some tests done. She was not diagnosed with ketoacidosis and remained in the emergency room with her pump on. The patient was discharged from the hospital on the same day.